Event description:
It was reported that during a lar procedure, the staples were malformed at the first firing. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.